Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fell off into the abdominal cavity. They were able to retrieve it with a grasper and camera through the trocar port. A new device was used to complete the procedure without any adverse patient consequence.